Event description:
The manufacturer received information alleging a ventilator's oxygen percentage could not be adjusted. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's oxygen blending module board needs replaced to address the issue.